Event description:
The dr was unable to insert the sheath into the pt. The sheath was not returned to datascope for evaluation. The sheath was discarded by the facility. Event complications: none from the event - reported 9/29/1998. Pt's current status: unk - reported 9/29/1998.